Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 325 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia and feeling dizzy. The patient was treated with extra fluids, 3 quarters of a gallon of water and they were prescribed quick acting insulin. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the phb data found that the agc algorithm appropriately adapted to changes in egvs and user inputs while the pod was operating in automated mode. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin.